Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "will not power on." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated for "will not power on." When the device was opened on (B)(6) 2013 fluid ingress was found. The following components were damaged and replaced included: the power supply, controller board, centrifuge, and effluent valve. The device will be upgraded to the current fluid remediation. (B)(4).